Event description:
A report was received through a foreign distributor that, after a gastric lavage procedure, the doctor could not withdraw the gastric tube from the patient's stomach. The doctor confirmed the situation with a gastric camera which determined that the gastric tube was fit tightly into the stomach junction and esophagus. After the doctor sent air into the stomach, the tube came away easily and could be withdrawn. The patient had submucosal lesion at the bottom of the esophagus in three parts. Additional input from the physician stated that there was too much vacuum that might have resulted in negative pressure inside the stomach. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The device involved in the incident is not available for evaluation. Two potential lot numbers associated with the incident were cited. The device history records were reviewed. Product met manufacturing specifications. The easi-lav product comes in various french sizes. To consider is if the physician selected the correct french size for the patient. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.